Manufacturer narrative:
Concomitant medical products: 4398-88 lead, implanted: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient¿s heart rate was pacing slower than the programmed lower rate due to t-wave oversensing (twos) by the right ventricular (rv) lead. The patient called the healthcare provider complaining of not feeling right. The lead was reprogrammed and continues to be monitored, remaining in use. No further patient complications have been reported as a result of this event.